Event description:
Customer reported leaking fluid around the blunt cannula while flushing the split septum port. This occurred in the canton infusion unit. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.